Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported being diagnosed with "raynaud¿s phenomenon." Side was unspecified, this record is for the right side. No indication of treatment or surgical reoperation. Additional event of "leaking" has been reported. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional reported a right side rupture confirmed with an ultrasound and capsular contracture, baker grade IV.

Event description:
Patient reported being diagnosed with "raynaud¿s phenomenon". Additional event of "leaking" has been reported. Healthcare professional later reported "rupture confirmed with an ultrasound and capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ raynaud¿s phenomenon: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported being diagnosed with right side "raynaud¿s phenomenon". Additional event of "leaking" has been reported. Healthcare professional later reported "rupture confirmed with an ultrasound and capsular contracture baker grade IV". Device was explanted and replaced.